Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The inside tubing had foreign material that entered through the gas pipe and was compromising the device¿s functionality. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for a diagnostic procedure, his olympus high flow insufflation unit could not reach a pressure mode over 6. According to the initial reporter, the intended procedure was completed without any delays or patient harm by using similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to device evaluation. Please see updates to h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint (pressure mode does not go beyond 6) was not confirmed. Additionally, the repair center found the inside tubing had foreign material that entered through the gas pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event (pressure mode does not go beyond 6) was unable to be identified. Additionally, the root cause of the foreign material entering inside the tube from gas pipe was unable to be identified. Olympus will continue to monitor field performance for this device.